Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported having difficulty recharging. Troubleshooting was attempted, including repositioning the antenna, the antenna dial, and antenna locate. The consumer saw the poor coupling screen on the recharger and the issue did not resolve. He noted he always got bars and since last night he only got 2. A replacement antenna was requested to see if this might resolve the issue. Information received from the consumer reported he received the new antenna; however, he was still only getting two bars and noted he thought the device was flat in the pocket. He was to follow-up with this doctor. Information received from a manufacturing representative reported the consumer usually got perfect charging coupling, but could only get 2 at most, but most of the time got 0 bars. Additional troubleshooting was attempted, but did not resolve the issue. The representative noted the device was shallow and all four corners could be felt, but the pocket was big for the device. The consumer did not have any sensation at the pocket site, so he was unable to report if there had been any changes in device position. The device was in the lower back. An x-ray was performed and confirmed the device was flipped. The consumer would be making an appointment with the surgeon. No symptoms were reported. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.